Event description:
It was reported that during use in a meniscus repair, by unpacking the fast-fix 360, it was noticed that the implant was more exposed than usual and the strand too. It was introduce into the meniscus and the first shoot occurred with no issues. Then the needle was introduced again in the meniscus and the second shoot was done, by removing the fast-fix and pull the strand so that the knot went down it was noticed that the second t was over the meniscus and broken. The broken t was removed with basket tweezers. The procedure was completed with non-significant delay ( and was finished with a smith and nephew back up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H10, h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. An evaluation of the customer provided image showed the out-of-focus needle end of the device against a surgical drape. It appears the suture is coming out of the depth straw to the tip of the needle end. No t's appear to be hanging off of the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the bridge strength test spec found a minimum number of devices will be tested for requirements to break the implant. A clinical review states that the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported cannot be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.